Event description:
It was reported that the patient underwent a pump replacement in 2009. At implant, 12 ml of drug from the old pump was placed into the new pump reservoir. The pump contained bupivaicaine, dilaudid, baclofen compound and sufenta. The previous dose was 0.53mg/day; the current dose was 0.58mg/day. In the next day, the patient experienced a change in therapy effect with the following symptoms: chills, sweating and involuntary jerking movements. The patient was admitted to the hospital. Pump roller study and catheter dye study were performed and confirmed function of both devices. The hcp programmed therapeutic boluses with minimal effect being noted. It was later reported that the hcp believed that the patient received diluted concentration of drug following the implant. The old drug was removed; the reservoir was filled with new drug and the patient was "doing fine".